Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on (B)(6), 2004. According to the complainant, post-procedure, the patient suffered pain. All other information is unknown and unavailable.